Manufacturer narrative:
The incident has been reported to the MFR on (B)(4) 2011. Results of analysis will be developed in a f/u report.

Event description:
The doctor tried to lower the valve setting from 110mmhg as the pt suffered from hydrocephalus. However, it was impossible to change the setting. After checking the shunt system under x-ray, she replaced the valve. She says the valve seemed to be occluded near reservoir.